Manufacturer narrative:
After attempting to adjust the casters, the technician replaced the four casters and used a brake kit to repair the stretcher.

Event description:
Information received indicates the brake casters are ratcheting when in brake.